Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrode) patient results on their dxc 700 au chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. No patient demographics were provided. The customer provided sodium (na) results for fifteen (15) patients.